Manufacturer narrative:
During a lower limb revascularization procedure a smart flex stent was unable to be deployed and the delivery system detached. The product was not returned for analysis. A device history record (DHR) review of lot 35866 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty ¿ unable¿ and ¿stent delivery system (sds)-ses separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification, tortuosity and a high rate of stenosis can adversely affect the performance of the product. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a lower limb revascularization procedure a smart flex stent was unable to be deployed and the delivery system detached.

Manufacturer narrative:
The product was returned for analysis. One non-sterile smart flex 6 x 150 vas 120 cm stent delivery system was returned. Per visual analysis the valve of the stent delivery system was received open and the stent had been deployed. A kink was noted at 15.5 cm from the hub. Blood residues were noted on the unit. No other anomalies found. Dimensional analysis in the form of stroke length was not performed due to the kinked condition of the outer member. Functional analysis was not performed as the unit was returned deployed. A device history record (DHR) review of lot 35866 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty ¿ unable¿ and ¿stent delivery system (sds)-ses-separated¿ were not confirmed through analysis of the returned device as the stent had been deployed. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or handling factors may have contributed to the event as evidenced by the kink noted on the member during analysis, which may reflect resistance to the device or the application of force. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The target lesion was the distal popliteal. The lesion was moderately calcified and had moderate vessel tortuosity. The device was used for a chronic total occlusion (cto). The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1 mm larger than the vessel diameter. The stent delivery system (sds) did not pass through any acute bends. The sds was delivered to the lesion using a contralateral approach. There was no difficulty encountered while advancing/tracking the sds towards the lesion or while crossing the lesion with the stent. The sds did not pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to the stent deployment. The handle of the smart control sds was held flat and straight outside the patient. There was difficulty removing the device after the stent was unable to be deployed. There was no unusual force used at any time during the procedure. The device separated outside the patient. The part that separated was the first 3 mm portion. The device did not kink in the area of separation. There was no reported patient injury. The procedure was completed successfully. Additional procedural details were requested but are unknown. During a lower limb revascularization procedure a smart flex stent was unable to be deployed and the first 3 mm portion of the delivery system detached outside of the patient. The target lesion was the distal popliteal artery. The lesion was moderately calcified and had moderate vessel tortuosity. The device was used for a chronic total occlusion (cto). The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1 mm larger than the vessel diameter. The stent delivery system (sds) did not pass through any acute bends. The sds was delivered to the lesion using a contralateral approach. There was no difficulty encountered while advancing/tracking the sds towards the lesion or while crossing the lesion with the stent. The sds did not pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to the stent deployment. The handle of the smart control sds was held flat and straight outside the patient. There was some difficulty removing the device after the stent was unable to be deployed. There was no unusual force used at any time during the procedure. The device did not kink in the area of separation. The procedure was completed successfully. Additional procedural details were requested but are unknown. One non-sterile smart flex 6 x 150 vas 120 cm catheter was returned for analysis. Per visual analysis, the valve of the stent delivery system was returned open and the stent was already deployed. A kink was noted at 15.5 cm from hub. Blood residues were noted on the unit. No other anomalies were noted. Stroke length could not be determined due to the kinked condition of the outer member. Functional analysis was not performed as the stent had been deployed. A device history record (DHR) review of lot 35866 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty ¿ unable¿ and ¿stent delivery system (sds)-ses-separated¿ were not confirmed through analysis of the returned device. The exact cause of the reported events could not be determined during analysis. The device was returned after deployment of the stent and there was not separation of the device noted during analysis. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.